Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (1.5 mg/ml at 0.4007 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the hcp was seeing service code 46 when interrogating the pump with the new clinician programmer indicating that eos (end of service) would occur on (B)(6) 2019 which was early based off of the implant date. The logs indicated that the non-critical eri (elective replacement indicator) alarm occurred on (B)(6) 2018. At the last pump refill on (B)(6) 2018, the pump was read with an old clinician programmer and noted that eri (elective replacement indicator) would occur in 19 months which would be expected based off of the implant date of (B)(6) 2013. The hcp stated that she had not asked the patient if they had been hearing their pump alarm. She was filling the pump today for the first time with the new clinician programmer and saw the service code. The next refill before date was listed as (B)(6) 2019. No patient symptoms were mentioned. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, and it was reported that the pump replacement date was not yet scheduled, but the hcp (healthcare professional) planned to have the pump replaced before february 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the actions and interventions taken to resolve the pump reaching eri (elective replacement indicator) were still under investigation. The patient continued to obtain good pain relief. The healthcare provider had the company representative interrogate the pump on (B)(6) 2019 and reconfirmed their finding on (B)(6) 2019 of eos (end of service) (B)(6) 2019. No changes were made and they contacted a spine surgeon who would replace the pump before (B)(6) 2019. The patient and their husband were informed. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor feedthru anomaly; shorting across the insulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.